Manufacturer narrative:
The impella device has been received from the customer; however, the evaluation of the device is not complete. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: impella cp with smart assist system. Section: potential adverse events: ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury¿ (including ventricular perforation). Section: using the automated impella controller with the impella catheter ¿achieving an act = 250 seconds prior to removing the dilator will help prevent a thrombus from entering the catheter and causing a sudden stop on startup.¿ section: troubleshooting the purge system: ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop.¿ section: impella stopped: ¿if the impella catheter has stopped suddenly: 1. Try to restart the catheter at previous p-level. 2. If the impella does not restart, try to restart at p-2. 3. If the impella does not restart or stops again, wait 1 minute and try to restart again. 4. If the impella restarts, wean down to p-2 as the patient can tolerate. Under these circumstances, catheter function is not reliable and the impella may stop again. 5. If the impella does not restart, remove the impella from the ventricle as soon as possible to avoid aortic insufficiency.¿

Event description:
The user facility reported a patient with acute myocardial infarction was implanted with an impella cp device for mechanical circulatory support (mcs) experienced thrombus, positioning issue with pump stop. The patient presented to the emergency department for evaluation and an acute st-segment elevation myocardial infarction was diagnosed. "Severe" multi-vessel disease found including chronic total occlusion of the right coronary and left anterior descending arteries. The initial decision was made to place an intra-aortic balloon pump (iabp) and plan for coronary artery bypass graft surgery. The patient would decompensate within an hour, was intubated and placed on venoarterial extracorporeal membrane oxygenation (va emco). Pressors started for blood pressure. Echocardiogram showed significantly reduced left ventricular function with an ejection fraction of 10% and "very poor" right ventricular function. An impella cp device was implanted for mcs and multiple complications were encountered involving the impella cp pump. During support, it was discovered that the pigtail had wrapped around the patient's mitral valve. Upon repositioning the device, a large spike in motor current occurred, and the pump stopped. The pump was removed, and the decision was made to not place a new pump due to a high clot burden in the left ventricular outflow tract and aortic arch. The patient survived the event with next steps determining if the patient is a transplant candidate.

Manufacturer narrative:
The investigation has been completed. The failure mode "pump stop" was changed to "low pump flow" because the pump stop that occurred was initiated by the user turning p-level down to p0. The returned pump was inspected and thrombus was found sitting on the impeller. There were no other physical abnormalities and the pump passed electrical testing. The data logs showed a motor current spike with speed deviation and a drop in pump flow characteristic of biomaterial ingestion. The pump continued running with low flows until the pump was turned down to p0 by the user. The pump was restarted and turned to p3 four seconds later and flows continued within good range for most of the remainder of the case. The root cause of the low pump flow was determined to be due to biomaterial ingestion. The clinical details mention that repositioning was attempted as the pump was directed toward the mitral valve. While repositioning, the pump was pulled back to the descending aorta. The root cause of the positioning issues was not determined as limited clinical information was provided related to how the pump was mispositioned. As the necessary information was not provided, the root cause of the thrombus was not determined. H.6 a new medical device problem code was added due to investigation results. As noted in the impella instructions for use: impella cp with smart assist system section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation)¿ section: warnings & cautions: warnings: section: pre-support evaluation section: impella cp with smart assist catheter insertion section: axillary insertion of the impella cp with smart assist catheter section: use of impella with transcatheter aortic valves ¿in patients with transcatheter aortic valves position the impella system carefully to avoid interaction with the transcatheter aortic valve prosthesis. Unintentional interaction of the impella motor housing with the tavr device may result in destruction of the impeller blades. This can lead to systemic embolization, serious injury, or death. In this situation, avoid repositioning while the device is running; turn the device to p0 during repositioning or any movement that could bring the outlet windows into proximity to the valve stent structures. If there is low flow observed in a patient implanted with a transcatheter aortic valve prosthesis, consider damage of the impeller and replace the impella as soon as possible.¿ "unintentional interaction of the impella motor housing with the tavr device may result in destruction of the impeller blades. This can lead to systemic embolization, serious injury, or death." D.9 revised is the device available for evaluation as the incorrect selection was marked on the initial manufacturer device report number 1220648-2025-26030. H.6 code 4641 was reported incorrectly on the initial manufacturer device report number 1220648-2025-26030. Code 1503 was reported incorrectly on the initial manufacturer device report number 1220648-2025-26030 due to investigation results. H.10 additional manufacturer narrative instructions for use were revised from the initial submission of manufacturer device report number 1220648-2025-26030 as some instructions were omitted and some have changed due to investigation results.